Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported an aa33 alarm from the insulin pump, and that insulin was squirting out from the device. During troubleshooting the customer reported the insulin pump's drive support cap was damaged, sticking out from the device. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 320 mg/dl. The customer treated with a manual injection. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed motor error during basic occlusion test due to protruded/loose drive support disk. No compromised force sensor system alarm noted. The insulin pump had minor scratches on the display window, cracked case at display window corners, and cracked reservoir tube lip.